Event description:
Mw u/f report (B)(4). The customer reported at the end of a therapeutic ercp, while removing the endoscope from the patient, the distal cover fell inside the patient. The surgeon made multiple attempts to retrieve the distal cover from inside the patient. Inserted a different endoscope to try and locate the distal cover multiple times but was unable to locate it. The intended procedure was successfully completed using the same devices. There was approximately a five (5) minute delay in the procedure due to the malfunction. The patient was discharged and it is unknown if the distal cover was passed out of the patient. The endoscope and distal cover were inspected prior to use and no issues were identified. No anti-fog agents or chemicals were used. The facility confirmed the distal cover was securely attached to the endoscope before use and no damages were identified on the distal cover. Three (3) events reported by facility as follows: for event 1 of 3, see (B)(6). For event 2 of 3, see (B)(6). For event 3 of 3, see (B)(6). This is event 3 of 3 from the facility and includes 2 reports: (B)(6): maj-2315. H1y30. (B)(6): tjf-q190v, 2124607.